Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'intermittent errors that door was open' could not be reproduced during evaluation. A review of the event history log revealed multiple presence of 'shut door - power off', however the alarms can occur when the user attempts to power off the pump without closing the door and is not necessarily indicative of a pump issue. The reported condition was not verified. The door switches were tested and found to function as intended. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue 'if it pressed on the top right corner it activates the keypad' could not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent errors with the door open, when pressing on the top right corner the keypad activates. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.